Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. The user reported the cannula was not inserted correctly into the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; changing your pod, chapter 3 / page 34. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had gone to the emergency room (ER) with hyperglycemia and dehydration (diagnosed). She stated she had put a new pod on and that the cannula had not gone into her skin correctly, patient stated it kind of went in sideways and later stated it did not go into her skin it kind of just went up. The patient's blood glucose (bg) levels started to rise and she became sick. Symptoms reported include hyperglycemia, dehydration, cramping, light-headed, dizziness, clamminess, and vomiting. The patient's blood glucose levels reached 410 mg/dl while wearing the pod between 24 and 36 hours on the arm. She went to the ER and they checked her blood sugar (bg was 408), tested her urine, and gave her zofran and intravenous fluids. The hospital kept her for a few hours and then the patient was released to go home. A few hours later her bg levels went back up and she felt dehydrated. The patient went back to the ER and was treated with more fluids. She was released again after a few hours, went home and changed her pod. When removed from the infusion site the cannula was found to be bent. She stated that due to changing her pod site her bg levels did start to come back down. This started (B)(6) 2019 and she went to the ER the first time at about 10:00 am. The second ER visit was while the patient was wearing the same pod as the first ER visit. The patient's provided blood glucose history is as follows: date, time, bg (mg/dl): on (B)(6) 2019: 8:31 pm, 408. 9:32 pm, 371. On (B)(6) 2019: 2:05 am, 252. 7:23 am, 269. 7:29 am, 299. 11:26 a, 164. 1:33 pm, 192. 4:28 pm, 225. 7:30 pm, 183.